Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer's pump "failed" and was "unable to be used". No additional patient or event information was provided. Although requested, the customer declined to provide any additional information.